Manufacturer narrative:
A product investigation was completed: the returned 4.0mm cannulated hexagonal screwdriver (314.05) is a common trauma instrument and is noted in 15 system technique guides including: 4.5mm va-lcp curved condylar plate and 6.5mm/7.3mm cannulated screw. In the cannulated screw system the returned driver is one of four instruments intended for screw insertion (313.93, 314.04, 314.05 and 314.23). The returned device was examined and the complaint condition was able to be confirmed as the cannulated hexagonal tip was found to be broken (fragment approximately 5mm long x 4mm diameter, caliper ca94) and missing. No definitive root cause was able to be determined however the complaint condition is typically associated with rough handling and/or the application of excessive forces during screw insertion/removal. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and shaft. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no non-conformance reports, material review reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(6) - manufacturing date: april 16, 2001. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a screw removal procedure on (B)(6) 2016 at the patient's request, due to bursitis (inflammation). During the removal, which was being conducted under standard x-ray, the tip of the cannulated hexagonal screwdriver broke. Via x-ray guidance, the surgeon was able to retrieve the broken piece without complication or delay. All of the implanted devices were removed intact. The procedure was completed successfully. Concomitant device(s) reported: screw (part/lot number: unknown, quantity: (B)(4)). This report is 1 of 1 for (B)(4).